Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump broke down and stopped delivering insulin. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer had manual injections as alternate insulin therapy.